Manufacturer narrative:
Pr# 9006024 tubing defective/ damaged is not reportable as it was found to be user error - this issue is solely the result of user error with no other. Device performance issue, and there has been no device. Related death or serious injury.

Event description:
No additional information. Material #: 20059e, batch #: unknown. It was reported by customer that they continue to have trouble with the 20059e IV extension sets bursting. This is a problem that popped up about 6 months ago and is now being documented by the CT staff. He/she have several extensions that they can show you. This was never a problem in the past. While trying to inject contrast using a power injector and the tubing was not able to handle the pressure and popped open x 3. They replaced the tubing 3 times in the patients IV. Each time we injected the tube pressured up and popped open. They are running these sets at 250 psi. Verbatim: we continue to have trouble with the 20059e IV extension sets bursting. This is a problem that popped up about 6 months ago and is now being documented by the CT staff. I have several extensions that we can show you. This was never a problem in the past. While trying to inject contrast using a power injector and the tubing was not able to handle the pressure and popped open x 3. We replaced the tubing 3 times in the patients IV. Each time we injected the tube pressured up and popped open. We are running these sets at 250 psi.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was defective. The following information was received by the initial reporter with the verbatim: we continue to have trouble with the 20059e IV extension sets bursting. This is a problem that popped up about 6 months ago and is now being documented by the CT staff. I have several extensions that we can show you. This was never a problem in the past. While trying to inject contrast using a power injector and the tubing was not able to handle the pressure and popped open x 3. We replaced the tubing 3 times in the patients IV. Each time we injected the tube pressured up and popped open. We are running these sets at 250 psi.